Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple attempts were made to obtain additional clinical and patient information. However, despite unsuccessful attempts to acquire this information, it cannot be confirmed if the device event resulted in a life-threatening situation requiring intervention. Given the reported clinical scenario, we categorize the reported device event as an adverse event because there is a possibility that life-saving therapy/treatment was interrupted or delayed, which could have contributed to a deterioration in the patient's health. Based on the provided information, the device was evaluated by an engineer. The engineer conducted a team change test and found no failure or malfunctions during the test. As a result, the defibrillator was deemed operational and put back into service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Due to the lack of customer response to requests for additional information, we are unable to confirm whether the device event resulted in a life-threatening situation requiring intervention. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that, during use of the device, the error:1 message appeared and stopped the defibrillator. The user changed the defibrillator to shock the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.